Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent laparoscopic cholecystectomy and takedown of extensive adhesions on (B)(6) 2011 during which the surgeon noted he encountered the previously placed mesh and noted extensive abdominal adhesions, including the entirety of the omentum to the anterior abdominal wall. These adhesions were taken down. It was reported that the patient experienced severe pain, inflammation, adhesions, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/1/2021.